Event description:
It was reported that the patient underwent cervical fixation at c3-c6. It was discovered that one of the fixation screw backed out approximately one week post op.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.